Event description:
The patient underwent revision surgery following a diagnosis of altr. The following were measured at 15 months post index surgery: cobalt - 11; chromium 3.2. The patient was reported to be symptomatic: trochanteric/groin just last couple months. Infection was not diagnosed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The following were measured at 15 months post index surgery: cobalt - 11; chromium 3.2. The patient was reported to be symptomatic: trochanteric/groin just last couple months. Infection was not diagnosed.